Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that one week post-op an adjustable band procedure, the device was removed due to an infection at the band site. There was no infection present at the port site. There was pus around the band site and it was believed to be attributable to a break in sterile technique. The band was removed. There was no other patient consequence reported.